Manufacturer narrative:
Product analysis: as found condition: the marathon micro catheter was returned for analysis within a shipping box and within a sealed plastic pouch. Visual inspection/damage location details: no damages or irregularities were found with the marathon hub. The micro catheter was found stretched/kinked at ~80.5cm from the proximal end. The entire surface of the marathon micro catheter was examined under magnification; no pinholes, breaks or ruptures were found. No damages or irregularities were found with the distal tip and marker band. Testing/analysis: the marathon total length was measured to be ~173.3cm, the usable length was measured to be ~167.0cm which is within specification (specification: total (ref) =170cm, usable = 165.0cm ± 2.5cm). The micro catheter was flushed, and water was found to exit the distal end only. No leaks were found with the hub, or throughout the catheter. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was not confirmed. No leaks were found with the returned marathon. It is possible the syringe was not tightly attached to the hub during preparation, causing water to leak out the catheter hub. There was no indication that the event was related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues that resulted in the leakage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the marathon catheter was flushed outside the patient's body, liquid leakage was observed in the proximal section. A new catheter was used, and the procedure was completed successfully. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for a for an arteriovenous malformation (avm). The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 8mm in diameter.